Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone14.6 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient wore the pod on the skin for between 36 and 48 hours prior to removal. Early one morning, the pod signaled a change alert, and later that day, the patient experienced vomiting and rising blood glucose (bg), the pod was changed that night and initially functioned as expected. The following morning, bg rose sharply after breakfast, remaining over 400 mg/dl despite multiple correction boluses. The pod ran out of insulin early the next day, and the patient, too ill to replace the pod, received insulin injections from family members unfamiliar with the pod replacement. Spouse also reported that the patient was complaining about "burning" in the chest and going in and out of consciousness. Emergency medical services were called, and the patient was transported to the emergency room with bg over 700 mg/dl. The patient was diagnosed with diabetic ketoacidosis, renal failure, myocardial infarction and multiple mini strokes. The patient was treated with intravenous fluids and insulin infusion along with glucose tolerance testing, later transitioning to multiple daily injections during hospitalization for additional testing including magnetic resonance imaging and computed tomography scans. Pod therapy was restarted on day 10, and the patient was discharged three days later after a 13-day hospital stay.